Event description:
Review of programming history shows that the device was programmed off on (B)(6) 2008. Diagnostic data shows no evidence of a device failure. Follow up with the patient¿s physician showed that the patient was first seen by this physician in 2009: notes from the first appointment stated that the patient had a vns that had been disabled a year or so earlier because of sleeping and snoring. The parents also believed that the device cause the patient to have an increase in seizures, but seizures actually increased after the device was programmed off. No assessment on the relationship of the events to vns were available as the physician had not monitored the patient while the vns was programmed on.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received stating that the vns patient¿s device was disabled years ago.

Event description:
It was reported that the patient called the physician's office to report an increase in seizures. It was reported that the patient missed his appointment in (B)(6) to have the generator battery checked. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.